Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited noise and was physically damaged on the conductor, insulation, lead body, and terminal end. Thus the rv lead was abandoned surgically. The rv lead was no longer in service. No additional adverse patient effects were reported. Additional information (ai) from the representative revealed that this rv lead was also fractured due to noise experienced on the egm channel. Visual inspection during the surgery confirmed that both leads were fractured at the point just past the pin, which did not appear as clavicular.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.